Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this patient fell down and experienced a brain contusion. This lead exhibited high out of range pace impedance measurements which led to a lead safety switch. This patient then presented to the hospital due to ventricular tachycardia and cardiac arrest. This lead was reprogrammed and remains in service. No additional adverse patient effects were reported.